Event description:
It was reported the client was trimming the catheter to withdraw the stylet prior to powerpicc placement, the catheter could not be withdrawn and was found to have a kink in the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent stylet is confirmed; however, the exact cause is unknown. One photograph of a stylet was returned for evaluation. An initial visual observation of the photograph showed the stylet inserted into a dual lumen powerpicc catheter through a t-lock extension set. A clear liquid with a very small air bubble could be seen within the purple lumen; however, it appears that no liquid was within the red lumen, which contains the stiffening stylet. The stylet was observed to be bent most severely in two locations near the proximal end as well as slightly bent in a few other locations; however, there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the client was trimming the catheter to withdraw the stylet prior to powerpicc placement, the catheter could not be withdrawn and was found to have a kink in the catheter. No other information was provided.